Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3: product analysis wr9200: patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rapid flashing battery lights were seen on the recharger. It was already tried to reset the recharger without success. It was discussed to try multiple resets (3-4 times), and that if the recharger was still not responding that it was most likely bricked and would need to be replaced. No symptoms were reported. Additional information received from a manufacturer representative (rep) reported that the patient cannot charge himself due to the recharger battery lights flashing and it couldn't be charged. Patient said that it was working normally prior to this and it was not known why the recharger stopped working. The recharger didn't fall or anything similar. The whole system was replaced by a new recharger and the issue was resolved.